Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient went to surgery on (B)(6) 2020 for an apparent infection. Further information was not provided. No further complications were reported.